Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided per the study, post-operative pain or recovery at 3 weeks after repair of midline incisional hernias does not differ between lr and or, but the lr results in better physical function and less surgical site infections than the or does.

Event description:
Received an article titled: short-term outcomes for open and laparoscopic midline incisional hernia repair. The article compared laparoscopic technique with open technique regarding short-term pain, quality of life, recovery and complications. Per the article, adverse events included bowel injury, infection, hematoma, seroma, small bowel obstruction, necrosis, nerve damage, pneumonia, fever, urinary tract infection and depression.